Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: synthes rep. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, one (1) t8 55 mm stardrive screwdriver shaft and one (1) t4 50 mm stardrive screwdriver shaft had an unreadable batch and serial number. Star drive portion were twisted and did not hold the screw. There was no patient involvement. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity # 1). This complaint involves two (2) devices. This report is for one (1) stardrive screwdriver shaft / t4 50 mm / self-retaining / hxc. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. G4: the incorrect g4 date was inadvertently utilized in initial medwatch. The correct date is july 26, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 investigation summary: visual inspection: the stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc (p/n 03.130.010 lot h585144) was received showing a portion of the distal cutting profile tip twisted. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes: the device failure/defect of twisted distal cutting profile tip was identified during the investigation. Dimensional inspection: dimensional inspection of the distal cutting profile tip could not be conducted due to post manufacturing deformation of the tip. Document/specification review: the following drawing, reflecting the manufactured and current revision, were reviewed. Stardrive scrwedriver shaft t4, self retaining hex coupling. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A review of the manufacturing record evaluations was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint condition is confirmed for the stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc (p/n 03.130.010 lot h585144) as a portion of the distal cutting profile tip was observed to be twisted. While no definitive root cause could be determined, it is possible that the excessive torque/force was used during screw insertion, resulting in the twisted tip. The reported condition of illegible etch cannot be confirmed as the etch was clear and can be noticed on the device. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history: part number:03.130.010; synthes lot number: h585144; supplier lot number: n/a; release to warehouse date: 29oct2018; expiration date: n/a; manufactured by synthes monument. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated: it was reported that on (B)(6) 2019, one (1) t8 55 mm stardrive screwdriver shaft and one (1) t4 50 mm stardrive screwdriver shaft had an unreadable batch and serial number. Star drive portion were twisted and did not hold the screw any longer. There was no patient involvement. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity # 1). This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.